Event description:
A report was received regarding a hardware removal procedure. The patient was implanted with a titanium femoral nail with spiral blade on (B)(6) 2012. Post-operatively, the patient presented to the surgeon with pain and limited mobility. X-ray revealed part of the blade had broken off causing the femoral neck to collapse. The patient was returned to the or on (B)(6) 2012 for removal of all hardware. A broken portion of the blade is lodged in the femoral head and could not be removed. The patient was revised to hemi-hip arthroplasty. This is report #3 of 3 for the same event.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. X-rays received. A product development event evaluation was conducted. A review of the product drawings and complaint history show that the design is adequate for the intended use. Additionally, the risk assessment appropriately addresses this event. Two factors that may have contributed to the event are the damage sustained to the blade during insertion, evident on both the blade and locking sleeve, and the off-indication use of this implant. According to the technique guide ((B)(4)), the spiral blade is only indicated for subtrochanteric fractures. The x-rays provided indicate the product was used for a transverse intertrochanteric fracture.

Manufacturer narrative:
A review of synthes device history records was conducted. The product conformed to all requirements. The device arrived with the locking sleeve attached to the nail. The two could not be separated due to damage on the slot of the locking sleeve and the nail. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The returned unit could not be measured due to being locked onto the nail. The material was able to be verified from the DHR and was within specifications.